Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6), 2011, as part of the post approval (B)(6) clinical study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe. The procedure was completed with the same catheter with no issues noted. On (B)(6), 2011, two days following the successful completion of the procedure, the patient experienced an event of chest symptoms reported to be respiratory in nature and not cardiac. The patient experienced chest discomfort described as similar to a cold, and a fever of 102 degrees. The patient further described her chest discomfort as similar to prior infections she had experienced. The physician, suspecting an infection, treated the patient with a zpack, as well as prednisone and albuterol. No dosage information was provided.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6), 2011, as part of the (B)(4) study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe. The procedure was completed with the same catheter with no issues noted. On (B)(6), 2011, two days following the successful completion of the procedure, the patient experienced an event of "chest symptoms" reported to be respiratory in nature and not cardiac. The patient experienced chest discomfort described as "similar to a cold", and a fever of 102 degrees. The patient further described her chest discomfort as similar to prior infections she had experienced. The physician, suspecting an infection, treated the patient with a zpack, as well as prednisone and albuterol. No dosage information was provided. Correction: additional event information was received: on (b)(46) 2011, on the same day as the patient's second bronchial thermoplasty procedure, the patient experienced an event of "chest symptoms", treated with supplemental oxygen. It was reported that it was "most likely" that the chest symptoms were associated with the patient's asthma. The event was resolved the same day.

Manufacturer narrative:
Study: (B)(4).

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2011, as part of the (B)(4) study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe. The procedure was completed with the same catheter with no issues noted. On (B)(6) 2011, two days following the successful completion of the procedure, the patient experienced an event of "chest symptoms" reported to be respiratory in nature and not cardiac. The patient experienced chest discomfort described as "similar to a cold", and a fever of 102 degrees. The patient further described her chest discomfort as similar to prior infections she had experienced. The physician, suspecting an infection, treated the patient with a zpack, as well as prednisone and albuterol. No dosage information was provided. ***correction: additional event information was received: on (B)(6) 2011, on the same day as the patient's second bronchial thermoplasty procedure, the patient experienced an event of "chest symptoms", treated with supplemental oxygen. It was reported that it was "most likely" that the chest symptoms were associated with the patient's asthma. The event was resolved the same day. **update april 10, 2013*** this patient had two separate events of chest symptoms, one on (B)(6) 2011 that resolved the same day. The second event of chest symptoms began on (B)(6) 2011 and was treated with a zpack, prednisone and albuterol. The second event has had an event name change to asthma aggravated and resolved on (B)(6) 2011.

Manufacturer narrative:
(B)(4).